Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing voice hoarseness and when they were seen by the surgeon to be evaluated it was noted that their vocal cords were functioning at this time. It was later reported that the patient was seen by the surgeon again but this time for vocal cord paralysis. No other relevant information has been received to date.

Event description:
Additional information received from the patient noting that she has been experiencing hoarseness since after surgery on (B)(6) 2022. The hoarseness is persistent and fluctuating, she describes it as ¿6/10 at baseline and then gets worse to reach 10/10 at which point it causes discomfort in her throat and difficulty breathing. Before going back to 6/10¿. The patient saw the surgeon on (B)(6) 2022 and he noted that everything looked fine and the hoarseness is caused by swelling from the surgery. The patient's reports that they believe they had temporary vocal paralysis post op. No other relevant information has been received to date.

Event description:
Additional information received noting that the hoarseness previously reported was removed as the patient was recently seen and diagnosed with vocal cord paresis and hoarseness is a known symptom. The recent diagnosis of vocal cord paresis was reported in MFR. Report # 1644487-2023-01016.

Event description:
Additional information received noting that the patient was never diagnosed with vocal cord paralysis. The patient was just recently seen and their vocal cords were not paralyzed.